Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device. Product ID: 977d260, serial#: (B)(4), product type: screening device. Product ID: 977d260, serial/lot #: (B)(4), ubd: 09-may-2023, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 09-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the stimulator was shocking him and that he was not able to control it, so he turned the stimulator off. The manufacturer representative met with the patient on the day of the report to assess the issue. An impedance check showed that the entire left lead (where the patient was programmed) was completed impeded. It was noted that the patient was a little oozy during the procedure, but the impedances were within normal limits after the procedure and during the programming session. The manufacturer representative took the affected lead out of the wireless external neurostimulator (0-7) wiped it off and put it back in two times and ran a lead connectivity check each time which showed that the entire 0-7 lead was red and all "x'd" out. An impedance check performed displayed values of greater than 40,000 ohms on all electrodes of the 0- 7 lead. The manufacturer representative changed the placement of the lead in the wireless external neurostimulator (put the lead in the 8-15 slot) with the same result as well as opened and used a new wireless external neurostimulator with the same result. The manufacturer representative programmed on the other lead and all impedances were within normal limits. This resolved the issue, and no surgical intervention was planned or performed.